Event description:
It was reported that the patient present remotely via merlin.net. It was noted that the pacemaker exhibited undersensing of the ventricular channel. Programming changes was performed on the sensitivity. There were no patient consequences.